Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient expired due to right heart failure on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Section d4: since no serial number was provided it is unknown whether the patient had a heartmate ii or heartmate 3 lvas, so hm3 was used as a placeholder in the initial report. Multiple requests for additional information were sent to the center (including requests for the device serial number); however, no further details were provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure and patient outcome could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. A specific cause for the reported events could not be determined through this evaluation. The heartmate 3 lvas IFU is currently available. The heartmate ii lvas IFU is also currently available. Section 1 of each of these ifus lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii and 3 left ventricular assist systems. No further information was provided. The manufacturer is closing the file on this event.